Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the implant wasn't working because patient was having a 3 level fusion done in the neck anteriorly which didn't take then they did it posteriorly with a hardware. The implant was put in because they were having neck and shoulder pain. The stimulation still worked a little bit then patient injured their shoulder and patient had a shoulder replacement done which the stimulator drove it crazy and it would not help their pain. The issue began 2018. Patient let the implant 'die' and was reprogrammed, updated, and recharged but the patient just couldn't take it. Patient mentioned their first implant was put in 1998 and the leads were put in 1999 and the old wires were still installed. Patient inquired MRI compatibility and agent reviewed information. Patient also inquired implant longevity and agent reviewed information.